Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Hip end effector broke during impaction.

Manufacturer narrative:
Reported event: hip end effector broke during impaction. Device evaluation and results: visual inspection: visual inspection confirms failed locking mechanism with ball bearings failing. Discoloration and wear are seen on the 202862 hip ball retainer. Visual inspection confirms a sheared off 202866 hip release knob. Fracture is seen at the degree markers of the 20966 reamer barrel. See attachments for images of the instrument. Dimensional inspection: dimensional inspection was not completed as visual inspection clearly shows the failure of the device. Functional inspection: functional inspection as not completed as visual inspection clearly shows the failure of the device. Device history review: review of the device history records indicate (B)(4) devices were manufactured under lot no 19030415 and (B)(4) including s/n (B)(4) accepted into final stock on 12/13/2014 . A review of (B)(4). Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot 19030415 shows 6 additional complaints related to the failure in this investigation. (B)(4). Conclusions: alleged failure confirmed. Corrective action/preventive action: CAPA (B)(4) was initiated based on other complaints reporting this issue.

Event description:
Hip end effector broke during impaction.